Event description:
It was reported that patient felt a "heavier impulse" and then she started to pee her pants. No unusual events were reported. Since the incident, the patient continued wetting her pants lightly. The patient was currently at program 3 at 2.1 volt. It was suggested to increase the stimulation to 2.4 volt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# va01k4p, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).